Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for multiple back operations, degenerative disc disease/herniated disc pain, failed back syndrome - other, and other pain indications - other. It was reported the patient was experiencing shocking in the groin. The neurostimulator had to be turned down to a very low amplitude for the patient to tolerate stimulation. The patient's therapy was not as effective for his pain after that due to the amplitude being at such a low setting. The implant was on. No impedance measurements were taken. The change in therapy/symptoms was noted to be sudden. The patient experience shocking the week prior to this report. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the shocking occurred on (B)(6) 2015 after floor therapy that the patient did every day. The device had been turned down to a lower level until an x-ray could be done to examine the leads.